Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went onsite to evaluate and repair and suspect device. It was determined the touch screen assembly and the blender needed to be replaced. The fsr replaced the defective parts, repaired the unit to manufacturer specifications, and sent the defective parts for evaluation. The suspect front panel assembly was received by the carefusion failure analysis laboratory. Upon inspection, there is visible fluid ingress into the touch screen confirming the root-cause. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the touch screen is not responding to touch. The customer reported that there was no patient event associated with this reported issue.